Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw would not open at the second firing. The jaw was opened by returning the trigger to the home position by hand. After that, a sound like something was caught inside the handle was heard, and the doctor felt that the firing was not as usual. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.